Manufacturer narrative:
.

Event description:
The customer reported that the system doesn't give acoustic alarm at times. After talking to the customer: no defect for loud speaker, visual alarms functioning, no harm for patient; the system was connected to the central entity and did transfer alarms there. No patient or user harm was reported.